Event description:
During a laparoscopic hysterectomy an endo stitch was used to perform a running stitch on the vaginal cuff. The suture needle loaded between the jaws of the instrument broke in half and was found embedded in the vaginal cuff tissue. The partial needle was recovered with laparoscopic atraumatic forceps. Refer to add'l documents in i2k.